Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. Per the hcp, the patient was taken to surgery on (B)(6)2017 for explant of the pump and catheter due to an infection. No issues were reported except that the patient had an infection. No troubleshooting was done. No other details were provided per the hcp office. The plan was for the patient to have a new system implanted on (B)(6)2017. The pump was delivering lioresal. They were not able to obtain what other medications the patient was taking at the time of the event and the information was not available. The patient¿s weight and medical history was asked but was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml baclofen at a dose of 100 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that on (B)(6) 2017 the patient's pump eroded through the pump pocket site. The hcp was not aware of an environmental/external/patient factors that may have led or contributed to the issue. As an action/intervention the hcp explanted the pump and catheter on (B)(6) 2017. The pump and catheter were explanted due to wound opening and pump protrusion at the pump pocket site. The issue was resolved at the time of this report. Both the pump and the catheter were discarded by the customer and would not be returned for analysis. It was planned to replace both the pump and the catheter in the future. The issue was resolved at the time of this report and the patient's status was "alive- no injury". No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.